Event description:
Medtronic received a report that the a coil prematurely detached in the middle of the catheter during deployment, and another coil became stuck in the middle of the microcatheter. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ica. The max diameter was 5mm, and the neck diameter was 4mm. The patient's vessel tortuosity was moderate. It was reported that the pushwire was not bent or broken, and no medical/surgical intervention was required. There was no friction or difficulty with the coil that prematurely detached. The physician did not reposition the coil, no detachment attempts were made, and the physician did not rotate the delivery pusher during the procedure. A continuous flush had been administered. There was no damage to the catheter or the coil that was stuck in the microcatheter. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an sl-10 microcatheter. Additional information received reported that both coils detached prematurely. The coil with lot: a943699 was stuck in the microcatheter. The coils did not push out of the introducer sheaths smoothly; strong resistance was felt. The cause of the issues was not known.

Manufacturer narrative:
Associated with rr #: 2029214-2022-01257 the event is reported at this time based on additional information received indicating a reportable event involving this device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The sl-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath and axium prime pusher. The axium prime implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament intact. Testing/analysis: the axium prime coil was advanced out of the introducer sheath against resistance. The axium coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. The returned axium prime coil was found damaged/stretched. It is possible the damage occurred during the attempt to push the coil into the micro catheter against the reported resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush or tortuous anatomy. As the sl-10 micro catheter used in the event was not returned for analysis, any contribution of the sl-10 micro catheter towards the resistance could not be assessed. The axium coil is compatible for use with the sl-10 micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.